Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-00295.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous fistula (pavf) using ruby coils and a penumbra coil 400 detachment handle (handle). During the procedure, the physician successfully deployed and detached six ruby coils in the target location using the handle. Then, the physician placed the seventh ruby coil into the target location and attempted to detach using the handle; however, the ruby coil failed to detach. Therefore, the physician used a new handle to detach the ruby coil. The procedure was completed using additional ruby coils, pod packing coils and the same second handle. There was no report of an adverse effect to the patient.